Manufacturer narrative:
A service report completed and dated 09/05/2017 by a (B)(4) field service engineer indicated that the device was in compliance with dornier specifications. The patient, a (B)(6) year old female, went into cardiac arrest during the eswl procedure. The doctor immediately performed CPR and was able to wake the patient. Several subsequent tests indicated that the patient did not suffer a heart attack. The surgery tech believes the probes disconnected somehow during the procedure which triggered a flat-line on the patient. The patient was recommended to follow-up with their cardiologist after the procedure. There was no fault noted with the device as manufactured and the device was found to be functioning within dornier specifications. Dornier medtech america, inc. (The importer) is submitting the report on behalf of dornier medtech systems gmbh (the manufacturer) per exemption number e2012002.

Event description:
"During a procedure, the patient went into cardiac arrest."